Event description:
It was reported to globus that both sides of the transition two level implant broke where the cord enters the rod. The rods were broken at level l4-l5, there were no complications during the revision surgery.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for eval and a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specs, maintained and distributed in accordance with all federal, state and operating procedures. The returned part was reviewed. The implant was found to be fractured through the end spool, along the slot for the cord grip. We have measured all relevant dimensions, and they were found to be within specs tolerance. It was reported the pt fell and broke the implants. However, we are unable to ascertain the exact cause for the breakage. Date of manufacture cannot be determined without the lot number. If and when this info is provided, we will file a supplemental report.